Event description:
The affiliate stated the customer reported discrepant troponin I (access® accutni) results, for one patient, involving the access® accutni reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. The discrepant results were released to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was retested on an alternate instrument and a lower result, within the normal reference range, was obtained. The sample was collected in a 5 ml heparin plasma tube and centrifuged for eight minutes at room temperature. The sample was less than two hours old following collection. No system issues were noted. All system parameters (including quality control, calibrations and precision tests) were performing within assay and instrument specifications. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.